Manufacturer narrative:
Additional information was added to b5, h3, h4 and h6. B5: the event occurred during compounding. H10: the device was received for evaluation. Visual inspection was done which observed yellow and red particles, measured to be 0.15, 0.25 and 0.60 square mm in size, embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The particles were not in the fluid path because they were embedded in the material of the tubing line. The reported condition was verified. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate had particulate matter (pm). The pm was observed in the tubing line. This issues was identified during setup. There was no patient involvement. No additional information is available.